Event description:
Late disassociations of polyethylene liners from pinnacle cups.

Manufacturer narrative:
This is a duplicate report of 1818910-2012-28524. This report, 1818910-2013-18506, will be rejected. 1818910-2012-28524 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.